Event description:
There was no pt involved in this event. This device malfunctioned because it failed to upgrade to software revision.

Manufacturer narrative:
The returned pad device was revealed to be running on the 3.2.0 software. It was shipped with 3.0.8 software but the new software version does not appear to have been downloaded properly. On investigation, the upgrade did install but the device had trouble connecting to the pc. This would suggest that some data had become corrupt during the upgrade. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.